Event description:
It was reported that the customer required assistance to treat multiple low blood glucose (bg) levels. Bg value not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.